Event description:
Customer reported the entire morphine syringe infused in an hour. Morphine pca syringe 25 mg/ 25 mls. Intended programming: loading dose 2 mg, demand dose 1 mg, lockout 10 mg, lockout interval 1 hour. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.